Event description:
A nurse was helping a pt remove a used, uncapped lancet from the microlet2 lancing device. The nurse pushed the eject button and pulled the handle on the device, but the lancet would not eject. When the nurse attempted to manually remove the lancet, she received an accidental fingerstick. The nurse was tested for infectious diseases and given combivir. No other info was provided about the incident. It's not known if the lancing device will be returned for eval.

Manufacturer narrative:
Lancing devices are not assigned lot numbers or serialized, so it is not possible to determine a manufacture date.